Event description:
A (B)(4) report was received which stated: "inflow graft malfunction/malposition" and "inflow cannula obstruction preventing blood flow".

Manufacturer narrative:
This report is being submitted to replace duplicate MDR number (B)(4). The attached user facility report was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.